Manufacturer narrative:
Log files of the eva system were received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
During the procedure the surgeon noticed that pressure in the patient's eye was low. The scrub nurse pointed out that the infusion function was not working (although no one turned it off). After switching the infusion on, the procedure was completed. No patient harm occur.

Event description:
During the procedure the surgeon noticed that pressure in the patient's eye was low. The scrub nurse pointed out that the infusion function was not working (although no one turned it off). After switching the infusion on, the procedure was completed. No patient harm occur.

Manufacturer narrative:
With regard to this complaint, log files were received for investigation. Investigation of the log files revealed that during the time of event user settings were selected where the constant irrigation was not activated. Therefore, the surgeon had to activate the constant irrigation manually. Hence, this event can be attributed to an unintended use error.